Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a staph bacteremia and endocarditis and was referred to the hospital for a pacemaker system extraction. On (B)(6) 2020, the pacemaker system was explanted. The patient was in stable condition following the procedure. Related manufacturer reference number: 2017865-2020-02302, 2017865-2020-02303.